Event description:
Per the event description on the attached user facility medwatch report # (B)(4): "the patient was brought in for left heart catheterization procedure documented as "coronary stenting of the left circumflex" on (B)(4) 2012. A 6 french 45cm sheath was placed in the right femoral artery. Considerable difficulty was documented in advancing the sheath which was managed by using the introducer without sheath component. Difficulty was encountered removing the femoral sheath. A tear developed in the sheath as it was withdrawn from the patient, but was removed in its entirety. Following administration of nitroglycerin, the patient's blood pressure dropped to a systolic of 60-70. He responded to IV fluids and neo-synephrine. The patient improved and was transferred to the floor for overnight observation. The patient was discharged home the following day with no apparent injury".

Manufacturer narrative:
Results - based upon evaluation of user facility information and the returned sample; based upon testing of reserve samples conclusions - based upon evaluation of user facility information and the returned sample; based upon testing of reserve samples the involved device was returned for evaluation. However, the production lot number was not provided by the user facility, which prevented a meaningful review of production or complaint records. Therefore, the failure investigation was limited to assessment of user facility information, the returned sample and retention samples from lots recently shipped to the customer. Examination of the return sample confirmed: the sheath had been stretched and the outer layers were partially separated; the edges adjacent to the point of separation were ragged and the sheath tubing layers were twisted; and the coil wire layer was stretched, but remained intact. Evaluation of reserve samples confirmed no evidence of abnormalities or defects. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample are most consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against significant resistance. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).